Event description:
It was reported that the pt was not getting good pain relief and nausea. It was confirmed with a dye study that the catheter was occluded with a black substance. A big dark area was also noted on the catheter. The catheter was replaced. The pt recovered without sequela. The pump contained morphine sulfate.

Manufacturer narrative:
Results code refers to the catheter.